Event description:
A surgical technician reported a cannula dislodged while advancing product during a surgical procedure. It was reported that the patient experienced a punctured capsule and required a vitrectomy. The facility stated they were using a cannula that was different from the one included in the packaging for this product. Follow-up information reported the patient is doing well and is seeing well.

Manufacturer narrative:
The complaint device associated with this report was not returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The user facility indicated they used a cannula that was different than the one provided in the packaging. The facility did not follow the directions for use for this product. It is stated in the labeling, the delivery system is not designed or intended to be attached to reusable (metal-hubbed) instruments or to disposable instruments other than the one provided with the product. Failure to follow these assembly instructions may result in cannula detachment. Additional information was requested on 03/10/2008 by phone, mail and fax. This report mailed in to FDA on: 04/04/2008.